Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the up, down, ok, and contrast keypad buttons were under responsive. It was reported there was evidence of moisture within the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-product analysis:the device was returned and evaluated by product analysis on 08/27/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. No evidence of keypad contamination found under the key contacts. No damage or defect was found to the keypad circuit. Unrelated to the complaint, a battery compartment crack was observed. Moisture was observed with the battery compartment and on the pump¿s internal components. Leak testing revealed a battery compartment leak.